Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse (B)(6) reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced vomiting, a cold, high blood glucose and hospitalization. Customer treated themselves with a bolus delivery and water. Customer's stomach was hurting and they constantly had to vomit. Customer was advised to change out their set and follow up with their healthcare provider when they leave the hospital.